Event description:
The customer reported that the device did not work. There was no injury to the pt. The incident device was returned with a broken snap and it was missing.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2012. Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The instructions for use provide add'l info on the proper method of assembling the electrode into the reusable instrument. Mfg performs a 100% visual inspection that included checking for damage to the snaps. It is unlikely the device left the covidien facility in this condition.